Manufacturer narrative:
Cosman medical engineering team performed an evaluation on existing inventory on (B)(4) from the lot g301. There was no non-conformance. Cosman team evaluated the box with six remaining cannulas that the facility sent for an evaluation; suspect needles were not available.

Event description:
The facility reported that the patient exhibited burn on her back following few days after the ablation. The location was on her back. According to the physician assistant, the patient is currently doing well.

Manufacturer narrative:
At this time, we are unable to provide any additional information as the product is not returned to cosman for an evaluation. We are continuing to pursue the return of the product for thorough investigation. Inspection of the in-house inventory from the same lot show that products were manufactured correctly.

Event description:
The facility reported that the patient exhibited one burn on her back following few days after the ablation. The location was on her lower back and that she is a smaller patient. The location of the patch was on her calf.